Event description:
The device was returned for the screen having brief static during the startup process. The pump was power cycled half a dozen times and no abnormalities were observed with the screen. The pump passed a mock infusion without issue. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pump was power cycled again while still very warm and also had no issue. An internal investigation was performed and no damage or defects were found. No indications of an electrical short were found either. The customer reported issue could not be confirmed.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: " screen is staticky right at start up and smooths out to normal operation when fully booted up" patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.